Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device's charge button is inoperable. The device will not charge to deliver energy when the charge button is pressed. There was no report of any patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the device's charge button is inoperable. The device will not charge to deliver energy when the charge button is pressed. There was no report of any patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and observed that the charge button was electrically shorted due to internal physical damage to the button. No external damage of the button was observed. The shorted charge button prohibited the device from charging for defibrillation.

Event description:
The customer contacted physio-control to report that the device's charge button is inoperable. The device will not charge to deliver energy when the charge button is pressed. There was no report of any patient use associated with the reported event.